Event description:
A patient was originally referred by his gp to a vascular surgeon to treat his claudication, and pain in his lower leg upon walking. The implanting physician treated the patient in 2024 for venous incompetence, using a venaseal closure system. Tumescent infiltration and compression were not utilized. General anesthesia was used. Post-op, the patient sought a second opinion with a vascular surgeon, as he had continuing claudication and pain upon walking. At consultation, the patient presented with swelling, pain, tenderness, and inflammation along his treated gsv as well as claudication. The venaseal was palpable along his right calf. The patient also had an infected ulcer, and the venaseal glue was visibly exposed. The second/treating physician surgically excised the treated vein/venaseal, and the patient was in hospital for 5 days on intravenous antibiotics to treat the infection.

Manufacturer narrative:
D6a: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.